Event description:
On (B)(6) 2012, patient was taken to operating room for a left partial craniotomy for mass. After pt was prepped and under general anesthesia, the stereotactic guidance device was powered on it and appeared to function appropriately. The machine reached a level of beginning to upload pt data at which time the screen turned blue and indicated directions for resetting. Multiple attempts were made to reset/restart device, along with a consultation with clinical engineering/local service tech. After approx. One hour and the multiple options that were entertained, the decision was made to abort the procedure and reschedule at a different time.